Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator was notified by emergency medical services (ems) that the patient was found unresponsive in the front yard with the pump alarming. The patient's boyfriend is not trained on the device and was with the patient. The vad coordinator interrogated the controller and did not see any hazard alarms, but saw a low voltage alarm. The patient appears to be stable and will be released home if the computed tomography (CT) scan is normal. The patient's international normalized ratio (inr) is within range. The event history indicated the pump was maintaining the set speed throughout. The lowest speed recorded was 9330 rpms and would probably not be enough of a speed drop to cause a patient to feel symptomatic. The remaining pump parameters of flow, power and pulsatility index (pi) average appear stable other than a short series of transient power elevations and power cable disconnects. There are no other abnormal events and the pump was operating as expected.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.